Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the replace generator message was observed on the patient controller and the clinician programmer. Patient lost therapy as a result due to the device being inoperable. Patient denies any recent medical procedures. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the ipg was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.